Manufacturer narrative:
Additional narrative: updated event description. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device used for treatment, not diagnosis. Report was initially submitted on nov 1, 2017, but the FDA site was down. Advised by FDA on nov 8, 2017 to resubmit medwatch if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update oct 11, 2017, device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that on unknown date, the implants snapped in situ, (the (2) plates were broken/sheered apart on retrieval). Removal surgery was done. No further information at the moment. Two plates had failed and the patient was returned to surgery on (B)(6) 2017 where all hardware was removed. There is no allegation against the screws. The removal surgery was successful and not delayed. The implants could be removed easily. This complaint involves 2 parts. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a customer quality review was performed as follows: the complaint is confirmed as the breakage is visible on the received pictures. The manufacturing documents of both involved devices were reviewed and no complaint related issues were found. The products were not returned, therefore no further investigation is possible. The root cause is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The plates broke post-operatively so when removing/retrieving them they detected that the plates were already broken.

Manufacturer narrative:
DHR review was completed on sterile device. Part mfg date: 25apr2005. Part exp. Date: 28feb2014. Manufacturing location: monument. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti sternal locking straight plates was processed through the normal manufacturing and inspection operations with the following non-conformance noted. Mrr #97719- specification: router calls for parts to be shrink wrapped. As found condition: parts were not shrink wrapped. Disposition: parts reworked to be properly packaged. Mrr #90479- specification: hole size 4.09/4.17. As found condition: go gage goes does not go due to undersized hole condition. Disposition: fifty-five parts returned to supplier and reworked. Mrr #91553- specification: parts to be laser etched. As found condition: one part was not laser etched. Disposition: one non-conforming part returned to supplier and scrapped. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with one non-conformance noted. Mrr #143829 was initiated due to the following findings. Finding: raw material was found to be dirty. Disposition: parts were dispositioned as uai as raw material was easily cleaned. Finding: raw material surface finish was found to be rough at various locations of the raw material bar. Disposition: uai, the raw material bar will be cleaned up during normal processing. Finding: raw materials wobble at the ends. Disposition: the non-conforming bar ends were scrapped and discarded. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Date of device breakage is not known. Additional product codes: hwc, jdq. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review completed for 460.024, lot 4831327. Part mfg date: 05nov2004. Part exp. Date: n/a (for s part numbers). Manufacturing location: vendor manufactured at contract manufacturing incorporated (cmi). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti sternal locking straight plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(4) as follows: it was reported patient was implanted with the titanium sternal locking straight plate-30 hole and twenty-six (26) 3.0mm titanium sternal locking screws on (B)(6) 2011. On unknown date the plate snapped. Patient was returned to surgery on (B)(6) 2017 where all hardware was removed. It is not known if patient was revised to additional hardware. Concomitant devices reported: 3.0mm sternal locking screw 12mm (04.501.112s, lot 3814387, quantity 9); 3.0mm sternal locking screw 12mm (04.501.112s, lot 3799295, quantity 3); 3.0mm sternal locking screw 12mm (04.501.112s, lot 79564673, quantity 10); 3.0mm sternal locking screw 12mm (04.501.112s, lot 3814382, quantity 1): 3.0mm sternal locking screw 12mm (04.501.112s, lot 7564672, quantity 1); 3.0mm sternal locking screw 12mm (04.501.112s, lot 3799297, quantity 1); 3.0mm sternal locking screw 12mm (04.501.112s, lot 3814385, quantity 1) this report is for one (1) ti sternal locking straight plate. This is report 1 of 1 for (B)(4).